Event description:
It was reported that a patient retained a small portion of a drill bit after it fractured during a procedure. The piece was left in the surgical site as the surgeon felt attempted retrieval would cause more damage to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: proposed code: mechanical (g04)- drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. The root cause of the reported issue is attributed to failure to follow instructions. Per master label the reported product is a single use instrument. Due diligence indicated that the product had been used many times over the past 2 years. Per work instructions, ¿do not reuse instruments or devices labeled for single use only. Reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure and transmission of infectious agents.¿ the reported event is unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.